Event description:
It was reported to medtronic minimed that the customer experienced a pump error 43 alarm (an error in the motor was detected by reading unexpected value from hall sensor) and pump error 130 alarm (this alarm is generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement). The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed, the customer was able to clear the alarm and the customer was unable to complete the insulin pump rewind and the customer was advised to discontinue use of insulin pump and revert to the backup plan. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to appearances of pump error 130 and pump error 43. The pump passed the self test. Test p-cap and reservoir locks properly into the reservoir compartment. Pump error 43 appeared during testing. Pump error 130 occurred during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed 27 pump error 43 alarms on the event date of/ 04/24/2025 at 11:00:31.000 to 13:23:19.000 in the pump history files and traces. Pump alarmed 29 pump error 130 alarms on the event date of 04/24/2025 at 10:29:03.000 to 13:21:22.000. Pump alarmed pump error 53 alarms (file #: 32107, line #: 418, esf#: (B)(4)) on the event date of 04/24/2025 at 13:04:04.000, 13:04:15.000, and 13:14:57.000. Pump alarmed pump error 2 alarms on the event date of 04/24/2025 at 13:04:04.000, 13:04:15.000, and 13:14:57.000. Pump was cut open to perform visual inspection and found evidence of moisture damage on the motor flex connecting cable and electronic assembly. The motor flex connector cable was not plugged in properly the following were also noted during visual inspection: battery tube threads - cracked, corroded battery tube, corroded battery tube spring, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and serial number label missing. Pump error 43 was confirmed during testing due to moisture damage on the motor flex connecting cable. Pump error 130 was confirmed during testing due to motor flex connecting cable not plugged in properly. Pump error 53 (file #: 32107, line #: 418, esf#: 3926732) was confirmed in the pump history files and traces due to moisture damage on the electronic assembly. Pump error 2 was confirmed in the pump history files and traces as a consequence of pump error 53. Moisture damage was noted found on the battery tube, electronic assembly and motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.